Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
This is one of two device reports for this event: associated manufacturer report numbers: 1225714-2014-13659 and 1225714-2014-13660. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on or about (B)(6) 2009 after use of the product.